Manufacturer narrative:
The instrument arrived in a decontaminated condition and it is available for investigation. The instrument arrived in a clean status with a cracked and charred tip. According to the available information, there were no negative consequences for patient. We made a visual inspection of the instrument. Here we found scratches, charred material, a crack and a hole. Additionally we detected visible damage and a groove. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. According to the quality standard a material defect and production error can be excluded. Investigations lead to the assumption that the charred outer tube was caused by disruptive discharges. The crack, hole, visible damages and grooves could led to disruptive discharges. The grooves, scratches and visible damages could have been caused due to other instruments or an improper handling. It could be that the crack was effected by a mechanical overload situation. Furthermore the outer tube shows heavy signs of wear. There is also the possibility for disruptive discharges if the outer tube have fine cracks. Furthermore it could be that the insulated outer tube was most likely reprocessed over 20 cycles. The insulation is tested and verified to can withstand 20 reprocessing. Additionally the service life will depend on the individual intraoperative usages und the specific reprocessing conditions. Due to the reprocessing procedure there is the possibility for a pre-damage of the isolation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product shaft only f/modular monopol.electr. The tip of the product is charred or broken after surgery. There was no patient harm. Additional information was not provided. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: (B)(4)_9610612-2019-00689.